Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to damage of the cable, leading to moisture into the device and the communication circuit with the processor failed. The partial disconnection of the cable is likely caused by the user's handling. This issue is addressed in the instructions for use (IFU)" "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a leak from the cable and cable cut were observed. The cause of the reported problem was assigned to a broken cable, likely broken due to user handling.

Event description:
A user facility reported to olympus that the camera was dropped and no picture was generated. There was no patient injury or harm, associated with the problem, reported to olympus.